Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that recurrent call service alarms had been occurring during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: the black box showed evidence of two call service alarms on 03/08/2014. The pump was exercised for 24 hours and the call service alarm complaint was not duplicated. The pump case was removed for further investigation and no moisture or other defects were found internally. The investigation was completed with the returned battery cap with no related malfunctions found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.